Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with a solution of 8000 mg flucloxacillin in saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is not available. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).